Manufacturer narrative:
The product was received and evaluation completed on it. One new style needle wrench was returned in an unknown sterilization pouch. The original packaging was not returned. The part number and lot number cannot be verified or determined. Visual inspection found a particle taped to the inside of the sterilization pouch along with the needle wrench. Microscopic examination found particulates all over the needle wrench. There is no damage inside the flats of the torque area. The flats of the needle wrench are not damaged. There is no material missing from the new style needle wrench. The particle was then removed with the tape from inside the sterilization pouch and placed in a petri dish. Microscopic examination found a white particle under the tape along with several unknown black specks. The particle is approximately 755 microns long by 1122 microns wide. The particle is hard to the touch. This particle was sent to the lab for analysis. The lab reports that the sample was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis suggests that the sample consists primarily of calcium phosphate. The source of this particle could not be identified. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.

Event description:
A user facility in the united kingdom reported that upon using the phaco, a small piece of plastic appeared in the eye. It was reported that there was no patient impact.

Manufacturer narrative:
The device has not been returned. The device history record review cannot be performed at this time. Although requested, the ¿lot number¿ was not provided, therefore the UDI-pi is not available. Although the product has not been received for evaluation, a review of the photo attached to the complaint file was performed. The original packaging and the rest of the pack components are not visible in the photo. The part number and lot number cannot be verified or determined. The photo shows a new style needle wrench lying on a dark colored background. There is a piece of what looks like medical tape lying next to the needle wrench. A white colored particle is visible on the tape. The size, material make-up of the white particle, and the source and origin of the particle cannot be determined by viewing the photo alone. The investigation is underway.